Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete sections at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The biomedical engineer at the customer site alleged to have seen smoke and sparks come out of the isotran of the brilliance 64 CT scanner. The engineer turned off the power supply of the system with the epo button.